Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited difficulty with radiofrequency telemetry during a threshold test. During the test the healthcare provider tried to end the test by hitting the end button; however the test did not end and the screen on the programmer did not change at all. The patient was not pacer dependent; therefore, there were no adverse patient effects. The test ended once it decrement down to the minimum value.